Event description:
During an open heart case, physician inserting right subclavian sheath with a cco swan. When swan was hooked up the vigilance ii monitor, indicator showed there was something wrong with the connection. Team switched out vigilance ii monitors and cables and got same message. Clinical engineering tested cable, all was fine. Swan removed and new one placed and all worked fine.